Event description:
It was reported that a patient had a dislocation of the right hip joint. The patient was treated in hospital from the (B)(6) 2011 to the (B)(6) 2011. Multiple closed reductions were done. Events were classified by aemb as sades and deemed to represent a single complaint considering they all relate to same total hip.

Manufacturer narrative:
The associated smf stem with stiktite was not returned for evaluation. However, our investigation indicated that the related device was part of field action initiated in 2016. Corrective actions have been initiated. Our clinical evaluation noted that several attempts have been made to obtain clinical/medical documents to no avail.  Without supporting clinical/medical documents a thorough investigation cannot be performed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information become available this complaint can be re-assessed.